Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms during basal rates. It was stated that the tubing just kept getting clogged. Customer changed the set to clear the alarms. Blood glucose value was around 150 mg/dl. Nothing further reported. 1